Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted minor body fluid contamination in the lead barrels but otherwise, no other anomalies. Interrogation of the device noted a code indicating the device function had been permanently limited; sensing and pacing functions remained available. The battery voltage was noted to have been 2.732 volts at the time of the changeout procedure (B)(6) 2017) and the battery status was at beginning of life. Electrical testing and measurements confirmed normal unipolar sensing and pacemaker functions in safety mode. Ultimately, it was determined the device entered safety mode due to exposure to electrocautery during the explant procedure. Analysis did not identify any device characteristics that would have caused or contributed to the reported loss of capture seen in the field.

Manufacturer narrative:
This crt-p is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a general device change out procedure, this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode and would not capture or provide pacing. The crt-p was explanted and replaced. No additional adverse patient effects were reported.